Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 07/01/2024. It was reported that the patient was discharged from the hospital around 8:30am on (B)(6) 2024 and was in the hospital for less than 24 hours.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen. On the (B)(6) 2024 at 6:00 pm the patient started a new sensor session and after the warm up, it stopped reading and shows sensor error message, and the omnipod responded by putting it into manual mode. There were no cgm readings and only the sensor error message appeared. The patient fell asleep and mentioned that she did not feel any symptoms, she was just sleepy. Around 5:30 am of (B)(6) 2024, the husband heard the patient crying and he called an ambulance. When the ambulance arrived around 5:40 am, the paramedics treated the patient with IV glucose and took her to the hospital. Before 6:00 am of (B)(6) 2024 the patient arrived at the hospital. It was reported that the patient fell asleep and when the she woke up, she was already at the hospital (the patient lost consciousness). At the time of the report the patient was fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.